Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sale associate reported broken implants. The tube lost the little end ring when the tube was washed. Nothing fell into the patient. It was confirmed there was nothing wrong with the implants and the doctor removed them and replaced them because he wanted to change the position.

Manufacturer narrative:
The returned tower was examined. One of the guides posts was found to have fractured off while the other was deformed, which is consistent with the inner tube not being removed prior to disengagement of the outer tube from the pedicle screw during use. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.